Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2011 to report that patient may have experienced a broken sensor wire. He was unable to provide specific dates or details, only the general belief that it may have occurred during past usage. He descried the patient feeling slight irritation or pain upon removal of the sensor but no ongoing discomfort at the insertion site. The father has not seen evidence of a sensor wire protruding from the skin nor sought medical intervention. Patient experienced no injury, symptoms, or discomfort at the time of his father's call to dexcom technical support.